Event description:
A customer contacted beckman coulter inc. (Bci) regarding a wash buffer leak on the bottom of the closed tube aliquotter (cta) unit located in the unicel dxc 600i synchron access clinical system. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched and noticed a leak in the probe fitting, which was tightened. The fse could not locate the source of the leak but replaced the closed tube aliquotter (cta) wash peripump tubings as a precaution. The leak has not reoccurred.